Event description:
The company received a report where it was claimed that the tube developed a leak during pt use. The source of the leak could not be identified. Extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
(B)(4). Applicable 501k# for u.s. Distributed part is k871204. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.